Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced to the lesion. The balloon was first inflated to 6 atmospheres however the pressure failed to increase further. The device was completely removed from the patient and it was found out that the balloon had ruptured. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).